Manufacturer narrative:
The event of "incorrect placement" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen 45 gel stent was implanted into the left eye incorrectly positioned. The device remains implanted. Another xen was successfully implanted.